Event description:
It was reported that the insulin pump depleted batteries within a week's span. The customer stated that she was having to replace the battery every 3 to 6 days. The customer did not know the blood glucose reading. She stated that she received a low battery alarm even though she had recently replaced the battery. She reported that a battery cap replacement did not resolve the issue. She stated later that the battery now only lasted 2 to 3 days. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.please see medwatch report # 3004209178-2015-90175.